Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records it was reported that on (B)(6) 2005 the patient underwent the following procedures: right l5-s1 facetectomy, decompression of right l5 and s1 nerve roots, l5-s1 diskectomy using the operating microscope, l5 to s1 fusion with a spacer, local autograft and bmp, l5 to s1 fusion with transpedicular instrumentation to the following pre-op diagnosis: right foot drop with the disk collapse at l5-s1. Op-notes: c-arm again confirmed the l5-s1 interspace and facet joint. Using the c-arm as a guide, the pedicle at l5-s1 was noted, drilling the facet in between that was then undertaken. The microscope was brought in. Facetectomy was performed using the drill and kerrison rongeurs. The complete facetectomy was done and partial laminectomy, the ligament was incised and removed. The s1 pedicle could be palpated. Bone was removed up to the pedicle and superiorly to have a wide enough opening to pass the graft. The l5 root was then localized and decompressed nicely. The s1 root was decompressed nicely with gentle retraction on the s1 root. The disk space was incised and curettes were used to remove large amount of very degenerative disk materials. The end plates were prepared for fusion. The body that had been grafted was placed with bmp soaked sponges and passed anteriorly. Then, prior to that, trials were placed and then a 12mm graft was the ideal suited graft and this was then subsequently tapped and countersunk approximately 3mm. It showed that the graft was going across the midline without any difficulty. Prior to placement of the bmp, the wound had been irrigated. The x-tube was then removed. Excellent hemostasis had been obtained. Biplanar fluoroscopy was then brought in and using a jamshidi needle, the pedicle was cannulated at l5 and s1 on both sides. K-wire was placed through the jamshidi. The CT fluoroscopy was done, which showed that there was good position of the k-wires that was noted. Then sequential dilators were then placed over the k-wire. These were then joined at their extenders and then using screws, a small incision was made superiorly. Screws were passed through down to the screw head and then this was replaced by 45 mm rod on the left side and a 40mm rod on the right side. Locking screws were then tightened and then compression was done and then further tightened and sheared off so that they were tightened completely. The instrumentation was removed and solid fusion at l5-s1 was obtained. The patient was extubated and taken to the recovery room in good condition. No other information was provided. Patient alleges unspecified injury due to the use of rhbmp-2.